Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality controls (qc) data, which indicated results were within range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse checked probe alignments, removed the luminometer assembly and cleaned it. The photomultiplier tube (pmt) was out of specifications; the cse installed another pmt. The customer has been running the system since the service with no new issues. All results have been performed in duplicate and all results are matching. A siemens headquarter support center (hsc) specialist evaluated the event. Hsc determined the cause of the discordant, vitamin b12 result was due to a defective pmt. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, vitamin b12 result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The customer noticed the discrepancy when patient samples were pulled for correlation testing with the advia centaur xpt instrument. A corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, vitamin b12 result.

Manufacturer narrative:
The initial MDR 2432235-2016-00528 was filed on august 26th, 2016. Additional information (08/02/2016): the results of one patient sample, for which discordant vitamin b12 results were obtained. Corrected information (08/31/2016): the correct instrument name is advia centaur.

Event description:
A discordant, falsely elevated vitamin b12 result was obtained on a patient sample on an advia centaur instrument. The discordant result was reported to the physician(s). The customer noticed the discrepancy when patient samples were pulled for correlation testing with the advia centaur xpt instrument. The sample was repeated on an advia centaur xpt instrument and an advia centaur xp instrument, resulting lower. A corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin b12 result.

Manufacturer narrative:
The initial MDR 2432235-2016-00528 was filed on august 26th, 2016. The first supplemental MDR 2432235-2016-00528_s1 was filed on september 1, 2016. Corrected information: the first supplemental MDR stated, "repeat result on advia centaur xpt instrument: 154." The result of 154 was obtained on an advia centaur xp instrument, not an advia centaur xpt instrument.